Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Reportable event type: loss of sensing and pacing without known intervention.

Event description:
Per (B) (4) adverse event report, this ra lead exhibited no sensing or pacing functions. The patient has been scheduled for a chest x-ray and, to date, no known corrective action has been taken.